Manufacturer narrative:
Investigation under (B)(4) is ongoing. Facility believes lens damage was due to the cartridge.

Event description:
The surgeon attempted to implant a silicone lens model aa4204vl and was damaged prior to implantation. The lens was not implanted and there was no pt contact. The facility believes the lens was damaged by the cartridge.